Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, orders are processing through the interface with noticeable slowness. A new patient order for apixaban 2.5 mg tablet was verified by the pharmacist at 08:00 on (B)(6) 2026. However, the rn was unable to view the order on the patient profile at the medstation. The pharmacist re-verified the order at 08:12, but the issue persisted. Due to the delay, the medication was dispensed directly from the main pharmacy at 08:40. Between 08:40 and 08:55, pharmacy staff checked the medstation and confirmed that the patient profile had updated with 4 active orders (including the expected medications), indicating a delayed interface update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer provided an update requesting case closure, stating that the issue was related to the information technology (it) side and had been resolved. The system functioned as intended after the customer resolved the issue.